Event description:
According to the available information, the patient is reportedly having pump issues and had pain. The pump is sticky/ hard and auto deflates. The pump is also inconsistent and has been pumped up to 700 times with no inflation at all. It was also reported that the device has been left inflated for days. The patient has been reviewed by multiple physicians and has been told there are no issues. The patient expressed dissatisfaction.

Manufacturer narrative:
B3: estimated date. As no lot number was provided, a review of the device history record, complaint history database, nonconformances and capas could not be completed.